Event description:
Complainant alleged that while analyzing the heart rhythm of a (B)(6), female pt the device returned a "shock advised" determination for what appeared to be a non-shockable rhythm. Complainant indicated that he clinician performed CPR for approx 45 minutes. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.